Event description:
It was reported that during generator change-out due to normal eri, externalized conductors were observed. Patient was asymptomatic. No electrical anomalies were detected. The lead remains implanted. Patient will continue with routine follow-ups.